Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that it was determined that the heating at the implant site was caused from the patient placing a tens unit over the ins. The patient will no longer place a tens unit over the ins. The frequency charging has not been determined. The patient is recharging every three days. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient is having to recharge his ins battery too frequently. The patient explained that he charges the ins battery to 100%, and the controller battery to 100%, but suddenly 3 days later, the ins battery drops to 60%-40%, and he has to recharge the ins. The patient also reported that the implant battery site is real warm to the touch. The patient saw their healthcare provider (hcp) the day prior to report and was directed to have the ins interrogated. No further complications were reported/anticipated.